Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/27/2022 it was reported by a sales representative via sems that an sp-5068-40bbl boney bankart lasso broke during a case. The surgeon was performing a bony bankart labral repair of the left shoulder. During the passage of suture around the fragment the tip of the hook broke off inside the joint. The in tact portion of the passer was removed from the joint and the broken tip was retrieved as well. The case was completed successfully using a reelpass suture passer.

Manufacturer narrative:
Complaint confirmed. The visual evaluation revealed that the lasso's hooked, distal tip has broken at the laser weld. The tip was not returned along with the shaft of the sp-5068-40bbl. This event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.